Event description:
It was reported that the tip of the feeler probe broke off in the patient pedicle. Attempts were made to flush out the tip from the pedicle but were unsuccessful. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.